Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. Over a period of several hours, the automated impella controller displayed several short ¿controller error¿ alarms. The users decided against using the backup controller because removal of the impella heart pump was already planned. The patient was successfully weaned from impella support and suffered no harm from the event.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: the logs confirm multiple issuances of the controller failure (pud sw corruption) alarm; device analysis: the failure was reproduced in the lab. Extraction of the pud firmware revealed that it had been corrupted. Replacing the pud resolved the issue. Conclusion: the console was confirmed for the reported aic - controller failure (red alarm). The root cause of the controller failure alarm was due to pud fw corruption. The cause of the pud fw corruption was not determined. D2 revised common device name since the initial manufacturer device report number 1220648-2023-03987 was submitted in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03987 in accordance with updated procedures.